Event description:
It was reported that during the post-implant post-operative check, the patient's implantable cardioverter defibrillator exhibited a battery longevity estimate anomaly. The patient was stable.

Event description:
It was reported that during the post-implant post-operative check, the patient's implantable cardioverter defibrillator exhibited possible premature battery depletion. The patient was stable.

Manufacturer narrative:
The reported complaint of the presented longevity value being low was confirmed. Based on the information provided, the root cause of the issue was due multiple interrogations preventing a valid post implant battery voltage measurement to be completed; therefore, the last pre-implant voltage measurement was used for the longevity estimation. The correct longevity and remaining battery capacity was able to be obtained after a few days.